Event description:
It was reported that during a cryoablation procedure, during the first ablation of the left inferior pulmonary vein (lipv), the patient experienced abrupt st elevation followed by rapid onset of ventricular tachycardia (vt). Persistent vt and lack of adequate blood pressure caused the need for cardiopulmonary resuscitation (CPR). Prior to the compressions beginning, the balloon catheter was removed from the body and the sheath was moved into the right atrium. CPR continued until the vt ceased and adequate blood pressure returned. A coronary angiogram was performed; the physician stated that the right coronary artery was showing mild vasospasm, which was then relieved by nitroglycerin. It was noted that no acute coronary lesions were observed. The balloon catheter was replaced and the procedure continued. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files , balloon catheter and mapping catheter were returned. Data files showed a system notice unrelated to the clinical issue occurred. The catheters passed the performance and electrical tests. Dissection and pressure test didn¿t show any leaks or traces of blood or liquid. A clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.